Manufacturer narrative:
The initial MDR 2432235-2014-00360 was filed on (B)(6) 2014. Siemens healthcare diagnostics has investigated the instances of misread barcoded tube sample ids (sid) on advia centaur and advia centaur xp immunoassay systems. Siemens healthcare diagnostics has confirmed that manually loaded sample racks that are improperly loaded or pushed too far on the sample entry queue during normal operation of the advia centaur and advia centaur xp immunoassay systems may cause misreads of sids if the sample rack loading instructions are not followed exactly as described in the advia centaur or advia centaur xp operator's guide. Urgent medical device correction (umdc) 10819178 entitled "advia centaur/advia centaur xp improper loading of sample racks" was sent to customers in the united states in (B)(6) 2014. Urgent field safety notice (ufsn) 10819177 entitled "advia centaur/advia centaur xp improper loading of sample racks" was sent to customers outside of the united states in (B)(6) 2014. The umdc/ufsn provides the customer with actions to take to prevent this issue from occurring.

Event description:
The customer reported that a quality control (qc) sample barcode was misread as rack 207 position "b" instead of the actual position "c" on an advia centaur xp instrument. Position "b" was skipped and the qc sample in position "c" misread, posting the barcode for qc in position "b". There were no reports of adverse health consequences or known patient intervention due to the qc sample barcode misread.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. The cse determined that the customer was using very worn qc labels and re-using the same labelled sample tubes. The data also indicated that the operator incorrectly positioned the sample rack, when loading the rack into the instrument. The cse cleaned the rack loader magnetic sensor, calibrated the sample barcode reader and sample rack loader assembly. The cause of the misread qc sample barcode is user error. The cse instructed the customer to routinely check and replace worn qc barcode labels and to follow the operator's guide for proper handling of the sample rack. The cse successfully ran qc sample racks. The instrument is performing within specifications. Further evaluation of the device is not required.